Event description:
On 11/22/96, the medical oncology nurse contacted a MFR sales rep and reported a residual volume equal to what had originally been put into the device. The device sideport was believed to be clotted. As a result, the pt had a bolus procedure performed under fluoroscopy by an interventional radiologist with the MFR sales representative present. The device sideport function was determined to be normal.